Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined. The root cause of access site bleeding is determined to be use issue because the perclose failed and caught something intravascular causing the bleed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during an impella cp procedure access micro puncture was obtained and went in with perclose, but the perclose footplate got caught on something intravascular. It was hard to remove, but when it was removed, the tissue was stuck to the perclose. Sheaths 5, 6, and 7 french were placed but bleeding continued around sheaths. An 11 french sheath was placed. Bleeding was resolved but the contrast was injected and there was no flow down the leg. The impella sheath was placed and wired into the left ventricle but per vascular surgeon, the impella was removed. 14 french was pulled over the wire, and three perclose were inserted into the right femoral artery (rfa) and the rfa access site was closed. The patient pulses were dopplerable.